Event description:
Philips received a complaint from the customer on the v60 indicating the ventilator was unable to switch to standby mode. The device alarmed as it should have at the time the issue was discovered. The device was in clinical use at the time of the reported event. There was no patient or user harmed. The investigation is ongoing.

Manufacturer narrative:
(B)(6). The manufacturer's product support engineer (pse) evaluated the device and could not confirm nor duplicate the reported problem, no problem found. The device passed the required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00241. All information from the original report(s) has been transferred to this report.